Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 464 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer was not feeling good from their high blood glucose. Troubleshooting found minor air bubbles in the tubing. Customer did not note any leaks on the insulin pump. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.